Event description:
The event date has been estimated. It was reported that the patient had a recurrence of a gastrointestinal (gi) bleed.

Manufacturer narrative:
The onset of the patient's gastrointestinal bleeding was reported under manufacturer report number 2916596-2022-10471. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was readmitted for atrial fibrillation which required multiple boluses of amiodarone. The patient also had an upper gastrointestinal bleed in the stomach and duodenum. Pump speed was reduced.

Manufacturer narrative:
Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and cardiac arrhythmia. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complication. This section, under ¿anticoagulation,¿ provides information regarding the recommended anticoagulation regimen and inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.